Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on april 20, 2018 to the appropriate representatives. The name of the device; any device identification(s) and control number(s) used (ref; lot); the availability of the affected product(s) (non-availability with a rationale). Exact event date. Surgical report. All available x-rays during time in- vivo with printed date. Was this medical intervention for correction of an infection? If yes, explain. Did a delay in the procedure over 30 minutes occur that was related to the event? Time surgery was extended. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non- compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following report is associated with this event: cmp-(B)(4).

Event description:
It was reported that a periprosthetic acetabulum fracture happened intraoperatively on an unknown date. It is unknown which hip implant was involved in this case.

Manufacturer narrative:
Concomitant medical products: alloclassic variall biolox delta, insert, ii/32, catalog no# 00877401032 ; lot no# 2811944. Therapy date : (B)(6), 2016. Additional information was received on may 1, 2018. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side.

Event description:
It was reported that periprosthetic acetabulum fracture happened intra-operatively. Note: the explantation date is left empty as the patient did not went to revision surgery at this time. A revision of the cup and the liner was performed 10 months later in another hospital due to unknown reasons (split-case: (B)(4).

Manufacturer narrative:
Investigation results were made available. Correction: date of report, event, PMA/510k, if follow-up, what type. DHR review: ref#: (B)(4) lot#: 2819165, yield: 15 , delivered: 15. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event description: it has been reported that, in a 74 year old female patient, during a surgery performed on (B)(6) 2016 a periprosthetic acetabulum fracture occurred intraoperatively. The implants were left in-situ. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: pelvis fracture due to high radial forces during insertion (conical cup with thread). Possible: as no medical records have been received, this cause cannot be excluded. Pelvis fracture (excessive radial forces due to conical cup, thread) due to under reaming of the acetabulum or cup too big. Possible: as neither medical records nor x-rays have been received, this cause cannot be excluded. Damage of bone due to high load due to insertion or revision / explanation. Possible: as no medical records have been received, this cause cannot be excluded. Surgeon does not comply to the surgical technique, due to surgeon is unable to fix the insert in the shell during surgery. Possible: as no medical records have been received, this cause cannot be excluded. Surgeon does not comply to the surgical technique due to surgeon is unable to fix the polar screw in the shell during surgery possible: as no medical records have been received, this cause cannot be excluded. Conclusion summary: due to significant lack of information, the lack of medical records as well as the unavailability of the devices the reported event could not be confirmed. Neither x-rays, surgical notes, consultation notes, intraoperative pictures nor the devices or pictures of the devices has been received. Therefore, the condition of the components as well as of the patient is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history, as well as the adherence to rehabilitation protocol, are unknown. The quality records show that all specified characteristics (dimensions, surface, etc.) Have met the specifications valid at the time of production. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, we were not able to determine a specific root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the same patient underwent a revision surgery on a later point of time see: (B)(4).